Event description:
This writer was informed during handoff by rn who was being relieved that the distal segment of quick-cross catheter had broken off into the patients left iliac artery. The quick-cross catheter was bagged in a biohazard bag with product label attached. The bag was then handed to charge rn to be sent back to company. Quick-cross distal segment of catheter left in place per surgeon.